Event description:
After calling the 800 number to get the free information from depuy orthopedics, my knees, especially r, were hurting worse. It got so bad, it was like a triple gunshot at the knee-cap - like someone was getting fisted every night to make other peoples condo payments. This problem continues and the results are disabling. I have not yet consulted an orthopedic surgeon. I already had osteoarthritis and djd, now both those complicated by rheumatoid, possibly 20 to risperdal? Condo is possibly the lindell terrace (may be dell terr now). Dose or amount: 1. 1-2 shots, frequency: all, route: am. 2. Dose or amount: 2-3 shots, frequency: all, route: pm. Dates of abuse: approximately in 2006 to date. Diagnosis or reason for abuse: research on man knees? Event abated after use stopped or dose reduced: 1. Yes, 2. Yes. Event reappeared after reintroduction: 1. Yes, 2. Yes.